Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient had been feeling stimulation at the implant site and not in their bicycle seat area. Patient said they can't walk hardly on their feet anymore. Agent asked for event date and patient said this morning and it has been getting worse as the day goes on. Patient mentioned they had back surgery 3 weeks ago and the back surgery hadn't affected them until today. Patient confirmed they turned their implant off for the surgery. Caller confirmed that they haven't had any falls to the area recently. Patient was connected into the application during the time of the call and confirmed that the stim was on. Agent reviewed how to turn stimulation down or try another program. The patient was redirected to their healthcare provider to further address the issue. The patient called back later the same day and reported that they had not heard from the hcp. Patient said they put the device in MRI mode as it is the only way they know how to turn stim off and had not seen a difference since turning stim off. Redirected to the hcp. Additional information was received from a healthcare professional (hcp) on october 7, 2025. The hcp reported that it was unknown what most likely caused or contributed to this issue. When asked what steps would be taken to resolve this, they noted "advised to consult ortho physician." It was unknown if it had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.